Event description:
Report received of a non-delivery of pitocin with no pump alarm. The pt was receiving an unspecified concentration of pitcin at an unspecified rate. According to the customer contact, the IV tubing was "crimped in the pump door", resulting in a non-delivery of the pitocin. The pt did not receive the pitocin for approximately 2-3 hours. There was no pump alarm. Although no fluid was being delivered, the pump was incrementing as though delivery were occurring. The tubing was reportedly re-adjusted in the pump, but when the pump door was closed, the tubing was "pulled down and crimped again". The pump was removed from clinical service and replaced. There was no reported adverse pt event. The baby was delivered without incident and both pt and baby were reported to be fine. The pump was sent to the biomedical department and will be returned for testing.